Manufacturer narrative:
(B)(4). The device was not returned for this reported problem but the previous service history was available. The device underwent functional testing and met specifications. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported in a survey that the amia cycler device was giving inaccurate readings during the drains of the patient¿s automated peritoneal dialysis (apd) therapy. The caregiver (cg) wanted for the amia to keep a more accurate read out of the drain as its being performed because the cycler ends up going backwards when it is displaying the amount of fluid draining out. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned for analysis and the serial number was unknown; therefore, no evaluation could be performed. Should additional relevant information become available, a follow up medwatch will be submitted.